Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer changed the cartridge to address the issue and successfully resumed insulin delivery. Customer's blood glucose was 444 mg/dl.